Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to a faulty turnbuckle. He replaced the turnbuckle to repair the stretcher.